Event description:
It is reported that after experiencing a fall, the patient was revised due to a periprosthetic fracture.

Manufacturer narrative:
Evaluation summary: the device was in-vivo for approximately 4 years. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. The patient had other concomitant medical issues such as multiple myeloma and a charnley classification of "unilateral or bilateral, with other joints of medical conditions affecting function". Adherence to rehabilitation protocol is unknown; it is not known what, if any, activity specifically led to the patient's fall. Primary operative notes were provided which were unremarkable. Revision operative notes were provided which noted a comminuted fracture. Likely cause of failure is patient injury as reported. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.